Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer reports a burning smell was noticed in operating room. Later it was discovered that the cable fibers had burned a hole completely through the module. No pt or doctor injury. Phone conversations with customer and 4 e-mail attempts for info with no response.